Event description:
It was reported that this right atrial (ra) lead was exhibiting oversensing of noise whenever the patient contracted their pectoral muscles. The field suspected an insulation abrasion with the ra lead causing the noise. No changes were made and the ra lead remains in service. No adverse patient effects were reported.